Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported the he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 700 mg/dl. The customer stated that insulin had leaked from the reservoir at the time. The customer stated that he is no longer wearing the insulin pump that he was wearing at the time of the event. That insulin pump has been replaced. Nothing further was reported.